Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 2mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter tore in a strip-like pattern when within the rated burst pressure range, and contrast agent leaked. The balloon was being inflated when the damage was observed, and the device could no longer be used. A 2mm x 150mm non-cordis balloon was used as a replacement. There were no reported injuries to the patient. This was during a lower-limb arteriosclerosis procedure. The device was stored and prepared according to the instructions for use (IFU), and negative pressure was maintained during preparation. There was no difficulty removing the sterile packaging components or the protective balloon cover. The contrast-to-saline ratio was 50:50. The target vessel showed moderate calcification, mild tortuosity, and 70% stenosis. The balloon had crossed the lesion and the device did not kink during the procedure. The product was removed intact in one piece. The device will be returned for evaluation.

Manufacturer narrative:
Please note the lot number is currently unknown this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 2mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter tore in a strip-like pattern when within the rated burst pressure range, and contrast agent leaked. The balloon was being inflated when the damage was observed, and the device could no longer be used. A 2mm x 150mm non-cordis balloon was used as a replacement. There were no reported injuries to the patient. This was during a lower-limb arteriosclerosis procedure. The device was stored and prepared according to the instructions for use (IFU), and negative pressure was maintained during preparation. There was no difficulty removing the sterile packaging components or the protective balloon cover. The contrast-to-saline ratio was 50:50. The target vessel showed moderate calcification, mild tortuosity, and 70% stenosis. The balloon had crossed the lesion and the device did not kink during the procedure. The product was removed intact in one piece. The device will be returned for evaluation.